Manufacturer narrative:
This report is submitted on september 12, 2019, by cochlear ltd.

Event description:
Per the clinic, abscess presented on (B)(6) 2019 around recipient's abutment and it was treated with oral and topical antibiotics. The recipient experienced loss of osseointegration on (B)(6) 2019 and the clinic will consider reimplantation in 6 months.